Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown. The patient didn't feel paresthesia and the system wasn't outputting enough to handle the patient's pain. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient had a sudden increase of pain in their left back. The patient also saw a settings not available screen. It was noted that the impedances were within normal limits. The patient was able to reprogram the patient so that they were getting pain coverage. No further complications are anticipated.